Manufacturer narrative:
(B)(4). A visual inspection of photos included in this complaint shows 2 designs for the snap cap that is assembled on the humidifier adaptor. Both designs have been validated and approved for use. Functional issue of air leaking during use cannot be confirmed from review of these photos. There was no dimensional or functional inspections for the device involved, since the device was not returned. Device history record review for the 040 humidifier adaptor (lots 18c16 and 19c16) packaged with the water lot listed in this complaint was reviewed: review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. In conclusion, no actual device was available to investigate. Photos were reviewed and functional issue of air leaking during use cannot be confirmed from review of these photos. Complaint not confirmed. Root cause unknown. No corrective actions required. Teleflex will continue to monitor feedback on issues related to this complaint description.

Event description:
Customer complaint alleges an air leak during use with the device. There is no report of injury or harm to the patient.